Event description:
Four month ago I received an injection of synvisc (mixed with approx 2ccs of kenalog) into both of my knees. I had been having pain and popping in both knees (primarily the right knee) for the previous year and a half and mris showed stage ii cartilage damage, but I was still able to recreate very heavily; trail running, rock climbing, long bike rides and long distance off-trail hiking were activities that I was engaging in most days of the week. My knees had improved with a year and a half of physical therapy but were not 100% and so at the advice of my doctor, I chose to undergo these injections. They were supposed to be the first of a series of 3 shots, given over the course of 3 weeks, but my reaction to them was so severe that my doctor chose not to continue beyond the first. The immediate response to the injections was a feeling of extreme pressure and fullness in my knees, which has not yet abated. While I can remain seated with little discomfort, I cannot stand for more than a few minutes at a time because the feeling in my knees becomes so intensely "explosive" that I am unable to tolerate it. My quads become shaky as well. About a month after the injections my knees began grinding and popping in ways that they never had before, and areas of crepitus began setting in. My knees seem to have lost much of their lubrication; my physical therapist has remarked that it is as if the injections have "sucked my knees dry." Around this time too my knees started popping out of place every time I extended my legs. The pain and discomfort are so severe that I am currently unable to walk for more than a few minutes at a time, and the popping of my knees is preventing me from riding my bike. I can't stand in the kitchen for the duration of time it requires me to cook a meal without taking regular breaks to sit down. My knees crack loudly on the stairs, and I can't bend my feet to my buttocks without pain. I am now experiencing depression, being unable to do almost anything physical and not being able to find a doctor who knows what these injections may have done to my knees. Dose or amount: injection/knee, route: injected into the joint. Diagnosis or reason use: knee pain.